Event description:
It was reported the patient had a seroma after implant. It was noted the patient did not feel like the implantable neurostimulator (ins) was helping with their pain and they wanted the system explanted. It was further noted the therapy was not working. It was noted the seroma was drained. It was further noted that there was no patient death. Additional information received reported the manufacturing representative tried to reprogram the patient¿s ins multiple times, but the patient did not like the feel and was scared to use the ins. It was noted that impedances were fine. The reporter stated they had not heard anything about the patient after explant. Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported eleven months later that the patient had the full system explanted about a month after implant, because instead of helping his pain it was causing more pain.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: 2014-(B)(6), product type lead, product ID 977a160, serial# (B)(4), implanted: 2014-(B)(6), product type lead, product ID 97791, lot# unknown, product type accessory, product ID 97791, lot# unknown, product type accessory. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of neurostimulator model 97702 serial #(B)(4) showed no anomalies. The device passed final functional testing and good, stable output was seen on all electrodes referenced to one electrode. Analysis of lead model 977a160 serial #(B)(4) showed no anomalies with acceptable continuity and no shorts between circuits seen. Analysis of lead model 977a160 serial #(B)(4) showed no anomalies with acceptable continuity and no shorts between circuits seen. Analysis of both returned anchor components, models 97791 lot #unknown showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.